Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a routine heart transplant. Prior to the heart transplant, the pt had a driveline infection and was on oral antibiotics. The pump was returned to the MFR for evaluation.

Manufacturer narrative:
The pump was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.